Manufacturer narrative:
Internal report reference number: (B)(4). Outcomes attributed to adverse event: adverse event report is being submitted due to customer experiencing symptom(s) after administering insulin based on meter result. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note 1: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Note 2: this complaint event took place outside of the united states (mexico).

Event description:
Consumer reported complaint for high blood glucose test results and defective lcd. The customer is concerned with test results from results obtained of 389 mg/dl pm fasting. The customer¿s expected blood glucose test result range was not disclosed. At the time of the call, the customer felt well and did not report any symptoms. Customer stated that the result of 389 mg/dl had been obtained on (B)(6) 2022, and that she also had seen a small stain on the side of the meter screen. Customer stated the result was high and that she had administered insulin. Customer stated she had started to not feel well and that her blood glucose had been low; customer did not disclose the symptoms she had been experiencing. Customer stated she had eaten and had felt better. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. Customer stated that morning she had tried to test her blood glucose but was unable to see the numbers due to the stain on the screen. During the call, a back to back blood test was not performed by the customer. Customer stated that she did not have any test strips and was unable to provide lot information of the test strips she had been using. Product storage and open vial date were also not disclosed. The meter memory was not reviewed for previous test result history.